Event description:
Pain in implant area, hot, burning and squeezing sensation. Feels as if the implant is swelling all the time. Red breast, major fatigue, low tolerance for exercise, lethargic. FDA safety report ID #: (B)(4).